Manufacturer narrative:
The device was manufactured june 1, 2016 ¿ june 3,2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, normal flow was observed from the device. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device had been filled with 60 ml fluorouracil in 160 ml glucose and connected to the patient. Two days later, the device was found to not have infused. There was no patient injury or medical intervention associated with this event. No additional information is available.